Manufacturer narrative:
A saber 6mm x 10cm 155cm percutaneous transluminal angioplasty (pta) balloon catheter was delivered and inflated at the lesion although there was ¿too¿ heavy calcification and tortuosity. However, when it was attempted to be deflated, there was difficulty in deflating and it took a few minutes to deflate. After deflation, the physician removed the saber pta once, and he confirmed its deflation. It was found there was difficulty in deflating. There was no report of patient injury. Therefore, the saber pta was exchanged for another saber pta (6/150mm) and the procedure was finished successfully. The patient was a male, but his age was unknown. The target lesion was the right iliac artery. The lesion was moderately calcified and mildly tortuous with 99% chronic total occlusion (cto) stenosis. An ipsilateral retrograde approach was made with a non-cordis brand sheath introducer. After a non-cordis brand guidewire, a saber pta was delivered and inflated at the lesion. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. The type of inflation device used was an indeflator. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the balloon catheter was ever in an acute bend. It is unknown if the balloon inflated normally. The balloon catheter was removed easily and intact (in one piece) from the patient. The physician experienced deflation difficulty during normal use. The device was returned for analysis. A non-sterile saber 6mm x 10cm 155cm balloon catheter was returned. Per visual analysis, the balloon was received deflated. Several kinks were observed on unit at 16.5 cm, at 10.0 cm, at 8.0 cm, and at 4.5 cm from tip. No other anomalies were noted. Per functional analysis a lab sample .018¿ guide wire was inserted through the catheter wire lumen via tip. Then, an indeflator device (lab sample) was attached to the inflation lumen of unit and pressure applied. The balloon was successfully inflated. Next, negative pressure was applied and the balloon was deflated without issue. Microscopic analysis was not performed as the balloon was successfully inflated and deflated. A device history record (DHR) review of lot 17292133 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The kinks on the device are an indication force may have been applied to the device during its usage. According to the IFU ¿carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. (B)(6). Concomitant products: sheath introducer (parent, medikit), guidewire (treasure, (B)(6) medical).

Event description:
As reported, a saber 6mm 10cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was delivered and inflated at the lesion although there was "too" heavy calcification and tortuosity. However, when it was attempted to be deflated, there was difficulty in deflating and it took a few minutes to deflate. After deflation, the physician removed the saber pta once, and he confirmed its deflation. It was found there was difficulty in deflating. There was no report of patient injury. Therefore, the saber pta was exchanged for another saber pta (6/150mm) and the procedure was finished successfully. The patient was a male, but his age was unknown. The target lesion was the right iliac artery. The lesion was moderately calcified and mildly tortuous with (B)(6) chronic total occlusion (cto) stenosis. An ipsilateral retrograde was made with a non-cordis brand sheath introducer. After a non-cordis brand guidewire, a saber pta was delivered and inflated at the lesion. The product was stored, handled, and prepped according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally (i.e. Maintain negative pressure). It is unknown what contrast media was used (brand and manufacturer). It is unknown what the contrast to saline ratio was. The type of inflation device used was an indeflator. It is unknown if there was difficulty advancing the balloon catheter through the vessel or crossing the lesion. It is unknown if the balloon catheter was ever in an acute bend. It is unknown if the balloon inflated normally. The balloon catheter was removed easily and intact (in one piece) from the patient. The device is available for analysis.